Event description:
It was reported that patient's implantable cardiac defibrillator (ICD) was discovered to be in back up mode. Programming changes were made resolving the issue. Patient condition was stable.